Event description:
Gave lovenox dose to pt and then engaged safety mechanism. Glass vial inside the syringe broke off and shot needle into bed, and there were glass shards found in bed. Dates of use: (B) (6) 2010. Diagnosis or reason for use: vte prophylaxis.